Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had connect to power alarms from their white power lead when they were fully connected to battery or wall power. There was no visible damage to the equipment. Log files were sent for review. The event log for contained unusual power cable disconnect alarms when the patient was utilizing both battery and power module power. These alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. It was additionally reported that the cause of the alarms was not identified. The equipment was inspected, cleaned, and it was attempted to recreate alarms with no luck. The patient's system controller was to be replaced.